Event description:
It was reported that the patient was pacer dependent. It was noted that the patient presented with dizziness, lightheadedness, syncopal episodes. Periodic pauses resulting in slow heart rates were observed. The chronic right ventricular (rv) lead was found to have perforated the right ventricular (rv) apex and was intermittently oversensing noise, likely the diaphragm and inhibiting pacing. The rv lead was capped (B)(6) 2024 and replaced. The patient received an upgrade. The procedure was successful, and the patient was stable.